Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 17-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had hardware failure. A field service engineer found that drawer 3.2 had failed and would not recover. The fse assisted the customer with performing a hard reboot and instructed them to power the station off completely and leave it off for 10_15 minutes before turning it back on. The customer called back 15 minutes later and confirmed that the hard reboot resolved the issue. The customer was able to perform an inventory count with no further problems and verified that the issue was fully resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main half height cubie drawer 3.2 was not opening, and cubie pockets b3 and b5 on the same drawer had failed. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.